Manufacturer narrative:
(B)(4): implanted device remains.

Event description:
Per the clinic, the patient developed redness and a small open area behind the ear from using a processor that had broken, exposing the metal battery terminal inside. The patient was treated and the area has healed.

Manufacturer narrative:
The battery is not available for analysis. This report is filed (B)(4) 2013.